Event description:
During a routine shift check by a clinician, the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to contamination underneath a capacitor on the bridge board. The bridge board was replaced to resolve the malfunction.